Event description:
Contact reports the spinal cage was removed after approx one year of implantation due to breakage of the device.

Manufacturer narrative:
Examination of the returned cage found the break occurred through one of its two chambers. Review of the device history record found the lot met spec requirements when released to stock. Complaint trend analysis found no other complaints have been reported for this item. The cause of cage breakage cannot be determined at this time. However, it was reported that the pt had poor bone quality which may have contributed to the shifting to the construct, resulting in stress and damage to the cage. At this time, the complaint is considered to be closed.